Event description:
It was reported that versacross connect access solution for faradrive was selected for pulmonary vein isolation procedure. It was mentioned that while inserting versacross rf wire and attempting to advance it into the inferior vena cava (ivc), the device got deformed and deemed unsafe to use for crossing the septum. Thus, the device was replaced with another same model device and the procedure was completed successfully. No patient complication was reported. It was mentioned that the issue was related to user handling and the patients difficult vascular anatomy. The device is not expected to be return for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.